Event description:
Tampon unraveled when I tried to remove it. It was not one of the products listed in the recall, so I figured it was safe to continue to use. I quit using the recalled products. I had a different product, the u by kotex click, and used one yesterday and noticed that when I tried to remove it, it came apart when I pulled on the [invalid]. How was it taken or used? Vaginally. Dates of use: (B)(6) 2019. Reason for use: menstruation.